Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices, which was expanded in (B)(6) 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 50% at the previous follow up to 14% currently. Premature battery depletion was suspected and device data was reviewed by technical services. Engineering confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. A request was made for the local field representative to obtain the implant date and the name of the physician and hospital for this case. A follow-up report will be submitted when these details are received. Additional information was received. The name of the hospital and the physician were provided. Also, the device was explanted and replaced four weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 50% at the previous follow up to 14% currently. Premature battery depletion was suspected and device data was reviewed by technical services. Engineering confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The name of the hospital and the physician were provided. Also, the device was explanted and replaced four weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.